Event description:
The event is reported as: the blue air hole can not be injected with air and the balloon can not be deflated by hand pressure. The reported defect was discovered during inspection/functionality testing and prior to pt use. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.